Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.3. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 410 mg/dl after being able to activate three pods in a row (please see cases (B)(4)). This pod was unable to be activated as the patient received an error message at pod activation, resulting in the patient not being able to apply the pod. Symptoms reported included headache, shakiness and nausea. The patient was treated with insulin and fluids. The patient left the emergency room on the same day, approximately two hours later, after having been provided syringes to continue their insulin delivery temporarily.